Manufacturer narrative:
(B)(4).

Event description:
The pointed end of blade # 11 about 4/10 of the blade snapped off inside a knee arthroscopy incision. They were working inside the knee when blade broke off. The patient was not affected other than having a extended time of anesthesia.